Event description:
The console stopped pumping and went into "emergency system" mode. A backup console was used without incident. The console is being returned to abiomed for evaluation.

Event description:
The console stopped pumping and went into "emergency system" mode. A backup console was used without incident. The console is being returned to abiomed for eval.